Manufacturer narrative:
(B)(4). Additional information: a service history review determined that this device has not previously been serviced by baxter. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 814:11. The root cause was determined to be a defective pump head module. The pump head module was replaced to repair the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 814:11 on channel a during patient therapy in the general patient ward. The failure code 814:11 interrupted therapy on an unknown patient. No patient injury or medical intervention was reported. No additional information is available. The software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.